Manufacturer narrative:
Manufacturer's investigation conclusion: incidental finding: damage to the clear wire in black power cable that did not cause any atypical events to occur, unrelated to the damage on the yellow wire that caused the reported event to occur. The reported event of an audible tone sounding from the system controller with no active alarm was confirmed. The provided log file, as well as a log file extracted from the returned system controller (serial number (B)(6)) collectively contained data spanning approximately 4 days (15jul2023 ¿ 19jul2023 per timestamp). The pump maintained speeds above the low speed limit while connected to the driveline, and no atypical events were observed. The returned system controller was functionally tested, and an audible tone sounded from the system controller upon being connected to the test power module with no active alarm on the controller. The system controller¿s power cables were manipulated by hand while the controller was connected to the power module which made the audible tone intermittent. After further manipulation, the audible tone was no longer able to be reproduced. The controller's power cables were stripped, and the yellow wire within the black power cable was observed to be damaged near the center of the cable. This wire is the ¿alarm out¿ wire responsible for echoing an active alarm while the controller is connected to the power module/mpu, and damage to this wire would cause an audible tone to sound from the system controller without an active alarm. The root cause of the reported event was determined to be damage to the yellow wire within the black power cable; however, the root cause of how the wire became damaged was unable to be conclusively determined through this analysis. Review of the device history record for the system controller, serial number (B)(6), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the mobile power unit (mpu) was alarming when plugged in. The batteries were exchanged and the mpu continued to alarm. No alarms were shown on the system controller or the mpu. Log files did not contain any unusual events. A second mpu was tried, and the alarms continued. The controller was exchanged and the alarms resolved.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Section d1: correction. Section d4 (catalog number): correction. Section d4 (UDI number): correction. No further information was provided. The manufacturer is closing the file on this event.